Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 years and 3 months due to patient prosthetic valve mismatch as noted on the implantation data card (idc). The explanted valve was replaced with a 29mm 11500a aortic valve. The patient was in recovery post-surgery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The most likely cause is procedural factors, including a valve too small implanted in the patient originally, as evidence by the annulus debrided but not enlarged during re-operation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad.

Event description:
Through implant patient registry, it was reported that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 years and 3 months due to patient prosthetic valve mismatch, calcification, and stenosis. The explanted valve was replaced with a 29mm 11500a aortic valve. The patient was in recovery post-surgery. Per the medical records, the patient presented with worsening shortness of breath with exertion and cad. Echo showed thin mobile leaflets of the bioprosthetic aortic valve. The surgical indication for surgery noted as patient prosthetic mismatch and cad. The patient underwent a redo avr, CABG x2 and laa resection in the same procedure. The valve was removed and replaced with a 29mm 11500a valve. The patient was transferred to the ICU in stable condition. The patient was complicated by uri. Post- operative echos showed stable valve function. The patient was discharged on pod #24. Per pathology there was no endocarditis on the explanted 25mm 11500a valve.